Manufacturer narrative:
(B)(4). The following additional information has been requested, to date has not been received: is a photo available? Initial procedure date? Procedure name? What date did the reaction occur post op? Please provide doctors opinion on the reason that the dermabond started to ¿degrade¿ and how many days post op did the event occur? What prep was used prior to, during or after dermabond use? What if any dressing was applied over the dermabond? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions). What is the total number of patient procedures? Please answer the above for each patient event. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a neonatal patient underwent an unknown procedure on an unknown date in 2019 and topical skin adhesive was used. The adhesive seemed to be degrading after only a few days of application. Patient had a wound dehiscence. A wound vac was placed on patient to promote healthy wound healing. Additional information has been requested.